Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported on medwatch (B)(4): "2 stryker t20 screw drivers broke in patient, fragments retrieved."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on past complaint history, some of the possible causes can be inappropriate usage of screwdriver (e.g. Oblique usage, usage as a lever) and normal wear. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported on medwatch (B)(4): "2 stryker t20 screw drivers broke in patient, fragments retrieved."